Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was prompting the patient to prime and fill the cannula daily. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/31/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/17/2015 with the following findings:the pump's black box data from the date of the alleged issue has been overwritten due to continued use of the pump. The current data showed no alarms indicating a loss of prime issue. The pump was exercised for 24 hours with no duplicated loss of prime issues. While the pump was running the prime menu was checked and all boxes were confirmed to be filled in.